Manufacturer narrative:
The insulin pump passed most of the functional testing except the self-test due to radiofrequency failed self-test alarm faulty radiofrequency board. Unable to replace radiofrequency board due to lead-free board. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an issue with their insulin pump. The insulin pump would alarm pic failed self-test. The customer was at work and not using the insulin pump when it alarmed. The insulin pump would count down then shut down. The issue had happened four times. The alarm did not occur during the insulin pump's prime process. The insulin pump failed the self-test. The customer's blood glucose reading was 326 mg/dl. The customer was not surprised with the high blood glucose because she is on antibiotics. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.